Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was at home and on the mobile power unit, the power to the house shut off. The power came back on but it was cut off again. When the power came back on the second time, the patient claimed to feel a shock through their body. The mpu was maintained and everything looked good. Nothing was able to be seen from the system controller and log files were submitted for evaluation. The event log file indicated that the patient was last connected to the mpu on 15mar2024. However, there was no loss of external power seen in the log file. The patient had not been sleeping on the mpu since the event due to fear. The mpu was reported to be in good condition with no damage or yellow wrench alarms. The controller also had no paint damage. The cause of the shock sensation was unknown. No equipment was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of shock through the patient¿s body could not be confirmed through this evaluation. Review of the submitted log files showed the system functioning as intended at the set speed. No notable alarms or events. Were captured. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.